Event description:
It was reported that the bd discardit¿ ii syringe plunger was damaged/broken. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the plunger rod of the syringe is broken".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 18-aug-2021. H.6. Investigation: a device history record review was completed for provided material number 300928 and lot number 2010156. The review established that all production and quality processes were carried out normally and no abnormalities or quality notifications related to this reported incident were identified. To aid in the investigation of this issue, one picture sample and reference physical samples were returned for evaluation by our quality engineer team. Through the pictured affected sample, a black mark was observed at the plunger of the syringe; however, the reference samples did not present this issue. We believe that the black mark observed is related to embedded particles. Due to the high working temperatures of the molding process if the gases are not properly expelled, burnt particles may occur. This would be a cosmetic defect as the burnt particles are embedded without the possibility of detachment. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe plunger was damaged/broken. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the plunger rod of the syringe is broken"